Event description:
Spinal cord stimulator, very uncomfortable, cannot use device, random shocking and stinging at device location. Unable to function like - sleep, eat, work. Unit is cut off, however it is still inside me causing extremely bad pain.